Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and visited to emergency room on unknown date. Customer¿s blood glucose level was 12 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip and food for low blood glucose level and called ambulance. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer reported they were about to lose consciousness. Customer alleged insulin pump was over delivering: because blood glucose of 12 mg/dl. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump and reservoir will not be returned for analysis.